Manufacturer narrative:
Per tandem¿s t:slim x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 305 units of insulin. The customer's blood glucose level was 105 mg/dl. Recommendation was made by tandem technical support to fill the cartridge with 300 units per labeling instructions.